Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with dizziness. An interrogation revealed potential oversensing of the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.